Event description:
The pt underwent a mitral valve replacement in 2005. At the end of the case, the catheter was being removed and some resistance was felt. The anesthesiologist pulled with force to remove the catheter. The catheter broke near the balloon. When the introducer was removed it was found that distal end of the catheter was in the introducer. There were no adverse pt consequences.